Event description:
It was reported that the subject device had icing formation at cylinder end. The issue had occurred during set up/inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information:h4, d9. The device was returned to olympus for inspection, and the reported failure of icing formation at the cylinder end was confirmed due to condensation on the primary pressure reducer. Additional reportable malfunctions were identified during the device evaluation: the integrated flow rate segment light emitting diode (led) is not lit up due to a front panel malfunction, and the subject device was also experiencing a corroded flat cable. Based on the results of the investigation, it is likely the using the gas cylinder on its side or supplying gas externally for an extended period of time may have cooled the components, causing the cylinder end to freeze and condensation on the primary pressure reducer. However, the available information did not allow for a specific cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide the remedial action initiated result and the associated corrective action number. Additional information: h7, h9. The device was returned to olympus for inspection; however, the reported failure that the cylinder end was frozen could not be confirmed. During device evaluation, an additional reportable malfunction of first pressure reducer exhibited condensation was also identified. Based on the investigation results, and because the reported malfunction of the cylinder end being frozen was not confirmed during evaluation, the root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.